Event description:
Moderate wound with severe scraped off skin. Treated first at doctor's office with plain non-stick patch. Used up these patches at home. Other serious/important medical incident: very itchy rash spots. (B)(6). Is the product over-the-counter: yes. How was it taken or used: transdermal. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Do you still have the product in case was need to evaluate it? Yes. Moderate wound with missing skin.